Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. Level 1 volume was not audible and level 5 volume was barely audible; the device failed the audio test. The patient's blood glucose at the time of incident was 400 mg/dl. The patient treated their hyperglycemia via insulin pump therapy. Troubleshooting was initiated and the device was able to prime without incident. No additional issues were noted; however, the audio anomaly was not resolved. The insulin pump will not be returned for analysis.